Event description:
It was reported by the physician's office the patient had passed away due to sudep. The physician also noted she did not believe vns played a role in the patient's death. The device history record for the lead and the device history record for the generator were both reviewed and it was verified that both products passed all testing prior to distribution.